Manufacturer narrative:
Additional data under recall: z-0945-2017 and z-0946-2017 . (B)(4).

Event description:
It was reported the patient underwent a left hip revision surgery for unspecified reasons.

Event description:
It was reported the patient underwent a left hip revision surgery for left hip trunnion bearing wear of a modular femoral stem. The patient underwent a left hip femoral revision as well as excision of pseudotumor and change of polyethylene in the prosthetic acetabulum.